Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level at time of incident: 429 mg/dl. Patient's current bg: 474 mg/dl. Customer believes maybe high blood glucose are because of site or because bolus wizard isn't set up. Customer would call doctor first and if high blood glucose kept occurring we could troubleshoot then. The insulin pump will not be returned for analysis.